Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was selected for implantation using a flexnav delivery system. During the procedure, during deployment, the valve migrated upwards towards the aorta. While removing the flexnav delivery system from patient anatomy, the valve embolized into the ascending aorta. The valve was snared and anchored in the ascending aorta. A non-abbott valve was implanted in the annulus. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications, including specifications for radial force. The field indicated that there was tension in the delivery system during the time of deployment. Based on the available information, the root cause of the reported event could not be conclusively determined but could have been caused by the tension in the delivery system experienced during deployment. Please note, per the portico tavi valve instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."